Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. Based on the information provided, the cause for the reported perforation could not be determined. It should be noted this event was reported to product surveillance via email on june 6, 2007. On july 23, 2007, it was reported that tamponade occurred and a pericardiocentesis was performed.

Event description:
During a routine transseptal procedure, the fellow pushed hard on the transseptal needle at the fossa. When the needle punctured through the fossa, the needle had gone through the left atrial wall causing tamponade. The case was aborted and the patient successfully tapped via a sub-xyphoid approach; there were no further issues to the patient. The physician did not attribute the problem to our product.